Manufacturer narrative:
Concomitant products: product ID 3708660, serial# (B)(4), product type extension; product ID 3387s-40, lot# va0l1c8, product type lead; product ID 3387s-40, lot# va0l1c8, product type lead; product ID 3708660, serial# (B)(4), product type extension. (B)(4).

Event description:
It was reported the patient had a post-operative seizure that was related to the implant procedure. The patient had a general tonic-clonic seizure and was confused and disoriented. A CT scan showed a small area of ill-defined left frontal parenchymal hemorrhage. The event resulted in in-patient hospitalization and intervention with 1,000 mg keppra and 1 mg ativan. The event was ongoing at the time of event and was noted to not be related to the device or therapy. Event outcome was unknown at the time of report. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient had seizures. There was no note in emr regarding mention of first seizure activity, so the nurse must not have reported. The patient returned for a post op visit on 2014-(B)(6) and no seizures were mentioned in emr for this visit. The outcome of the event was noted as resolved without sequelae. The etiology was noted as surgery/anesthesia. The event was not related to the device or therapy and possibly related to the implant procedure. Later it was reported that the patient had second self-limited seizure following commands x4 symmetrically. Head CT obtained earlier on 2015-(B)(6) reviewed expected postsurgical changes with no evidence of complications.